Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the hospital complaining of a pricking sensation in their chest. Pacing threshold measurements were also noted to be elevated at 4.0v. An echocardiogram was performed which confirmed lead perforation near the rv apex. A procedure to explant the rv lead was subsequently performed. During the procedure, the physician encountered difficulty removing the lead and it was observed to stretch; the lead was freed once a thoracotomy was performed at which time a pericardial effusion was discovered. While no issues were observed with associated implantable cardioverter defibrillator (ICD) it was explanted as well; the lead was disposed of following the procedure. The physician plans to reimplant the patient at a later date. Following revision, a hydrothorax was observed. As the physician believes the issue may take several months to resolve, the patient will be discharged to home. No additional adverse patient effects were reported.